Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump losing time cannot change time. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer also reported that the gain was greater than 4 minutes per month. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test and self test. The time and date were synced and monitored for 7 days with no discrepancies/anomalies. Time/clock anomaly not confirmed. (B)(4).